Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported a hole was being burnt through the center of the heater tray. The patient used the provided hand wipes to clean the cycler. The patient contact stated the damage was caused by the heating element. The patient knew how to performs manuals. The cycler was replaced. Upon follow-up, the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event. There was no burning smell, smoke, melting, or arcing noted, and there were no reports of sparks or flames. The patient was not connected during the incident. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using manuals on the night of the reported event and pending delivery of the replacement cycler.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed crazing/peeling paint. There was no evidence of thermal decomposition encountered. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A post-accelerated stress test simulated treatment was performed and completed without any failures or problems. Heater test passed. Voltage verification test passed. An internal visual inspection of the returned cycler revealed dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported thermal decomposition issue was not confirmed. The physical damage was confirmed.

Event description:
A peritoneal dialysis (pd) patient contact reported a hole was being burnt through the center of the heater tray. The patient used the provided hand wipes to clean the cycler. The patient contact stated the damage was caused by the heating element. The patient knew how to performs manuals. The cycler was replaced. Upon follow-up, the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event. There was no burning smell, smoke, melting, or arcing noted, and there were no reports of sparks or flames. The patient was not connected during the incident. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using manuals on the night of the reported event and pending delivery of the replacement cycler.